Event description:
Event description guidant received information that the patient with this pacemaker had and episode of syncope where there was no pulse. The device was interrogated and normal function was observed. The device was successfully explanted and replaced. It is on an advisory.